Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable cancer antigen 15-3 (ca 15-3) results for one of patient sample. The initial result was "range over" which indicates the result was greater than 3000 u/ml. The sample was diluted 1:10 and the result was still "range over". The sample was tested at another laboratory with cleia method and the result was 856 u/ml. The customer would not provide information concerning which result was reported outside the laboratory. No adverse event was reported. The ca 15-3 reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
The investigation could not determine a specific root cause as the sample in question was not available for further investigation. The results of both methods are high positive, although elecsys is significantly higher compared to access. Variations of ca15-3 results between methods are known. Product labeling states ca 15-3 values of a patient sample can vary depending on the testing procedure used. Ca 15-3 values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations.